Event description:
It was reported that balloon burst occurred. An 8.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst upon second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon had been subjected to positive pressure. A longitudinal tear in the balloon was identified. No damage or issues were identified with the shaft, tip or markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon burst occurred. An 8.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst upon second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported.